Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure of the ventricular lead, the physician decided to reposition the lead to obtain optimal measurements. The stylet could not be fully inserted in the lead. The lead was not used and a new lead was implanted successfully. There were no adverse consequences to the patient.